Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. No sensing was observed during testing with the pacing system analyzer (psa) and after the use of two fixation tools. Low but stable sensing measurements were obtained when the fixation tool was no longer being utilized. Sensing of atrial and rv signals was confirmed when connected to the implantable device. However, there was no rv capture. Testing was performed again with the psa and no sensing was observed via bipolar connections. Therefore, this lead was removed and a boston scientific replacement lead was successfully implanted. The attempted lead is expected to be returned for evaluation. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report is being submitted to correct the aware date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. No sensing was observed during testing with the pacing system analyzer (psa) and after the use of two fixation tools. Low but stable sensing measurements were obtained when the fixation tool was no longer being utilized. Sensing of atrial and rv signals was confirmed when connected to the implantable device. However, there was no rv capture. Testing was performed again with the psa and no sensing was observed via bipolar connections. Therefore, this lead was removed and a boston scientific replacement lead was successfully implanted. The attempted lead is expected to be returned for evaluation. Good faith effort attempts were made to try and retrieve product return information. No further details are available at this time. This investigation will be updated should further information be provided.